Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited a high capture threshold and high pacing impedance. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information noted the right ventricular lead was not capturing. The right ventricular lead was explanted and replaced. The patient was in stable condition.